Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a hardware failure. The customer reported that the 7l pyxis pocket for ativan is saying there is a failed drawer but when nurse or tech goes to recover it there is nothing showing up to recover. Nurses cannot access this medication from the pyxis and there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a cubie read/write error. A field service engineer (fse) released the cubies and reseated the pyxibus and drawer controller cable connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6) .